Event description:
It was reported in an article reviewed by MFR that the vns pt experienced pneumonia after device activation. The literature stated that "this association may not be coincidental and could relate to subtle alterations in airway physiology." Additionally, it was reported that the pt subsequently passed away. Attempts to obtain additional info are underway.

Manufacturer narrative:
Dardis, r., selway, r., koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anesthesia:2." Anesthesia; 2001; 56: 1203-1216.